Event description:
A customer reported to baxter a packaging related issue found before use. The customer reported that the outer packaging of minicap transfer set was found torn before use. There was no patient involvement, injury and no medical intervention related to this event.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint was not confirmed and the root cause could not be determined. The sample was returned for evaluation. A visual inspection was performed with no tears detected in the pouch. If there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this product. A device history review was performed with no exceptions during manufacturing found.